Event description:
Deployed an instinct plus endoscopic clipping device and it became stuck and would not release. It took several minutes of jiggling the release handle for it to become separated. Manufacturer response for instinct plus endoscopic clipping device, instinct plus endoscopic clipping device (per site reporter). Multiple medsun reports placed on this device, no response from manufacturer.